Manufacturer narrative:
See MDR 1920664-2009-00250 for intraocular lens used with this delivery device.

Event description:
The lens was implanted when the doctor realized the haptic must have been torn in the delivery device. The incision was enlarged to remove, and replace the lens.